Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient was in the hospital for a week (returned on thursday, (B)(6)) due to gastroparesis symptoms. It was noted that they did not know when the device was working or not, or on or possibly off, or if the symptoms were related to diabetes or organ transplants; the patient had diabetes and pancreas and kidney transplants in (2005). The patient had not had the device checked in quite some time. It was reported that the patient had a return of gastroparesis symptoms, burning in their esophagus, coughed when they drank fluid, severe pneumonia in the past, and a high blood sugar count in the past. It was noted that their symptoms come and go. The patient was scheduled to see their pcp on wednesday, (B)(6) 2018. No further complications were reported/anticipated.